Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer experienced a high blood glucose level of 567 mg/dl. Reportedly, the customer ran out of insulin as intended. Customer delivered a bolus to address bg level. Additionally, it reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.